Event description:
It was reported that the vertical column on the 8800 system will raise but will not lower. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the vertical column power supply. The system as tested and found to be working as intended and placed back into service.